Event description:
The central station physiological monitoring system went blank, no waveforms were displayed for 8 patient rooms. The monitors at the bedside continued to display waveforms and numerical data. A biomed technician attempted to resolve the problem but was unable to do so. Troubleshooting was done with the assistance of philips medical technical support. It was determined that the hard drive failed and would need to be replaced. A philips engineer flew to hospital and replaced the hard drive. The central station was again operational the next day. As a result of this failure, no data was archived and no strips could be printed during the period of failure.